Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: left deflation. Date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent primary breast augmentation with unknown size unknown saline implants experienced breast implant deflation on her left side postoperatively diagnosed by the physician. As a result, the device will be explanted on (B)(6) 2021.

Manufacturer narrative:
On august 12, 2021, mentor became aware regarding the impacted device information. Hence, all corresponding fields have been updated on this form as listed below: field d1 for brand name has been updated to "mentor smooth round high profile". Field d4 for catalog number has been updated to "3503500". Field d4 for lot number has been updated to "5658466". Field d4 for unique identifier( UDI) has been updated to (B)(4). Field g4 for PMA/ 510(k) has been updated to "p990075". A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. The date of implant was updated from (B)(6) 2004 to (B)(6) 2006 under field d6a same as the manufacturing date of lot number 5658466 until further information is received, at which point a supplemental report will be submitted. On august 23, 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On september 1, 2021, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection of the returned device. Visual analysis of the sm hps dv 500cc breast implant revealed a leakage caused by valve delamination. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that the replacement devices used on (B)(6) 2021 were mentor gel catalog number smpx755; serial number (B)(6) on the left side, and catalog number smpx755; serial number (B)(6) on the right side. Manufacturer¿s reference number: (B)(4).